Event description:
It was reported that the patient had a spontaneous drop in blood pressure after the staff moved the head of bed up to 45 degrees. The blood pressure dropped as low as 60/30 despite increased titration of vasopressors and then recovered with fluid bolus and phenylephrine bolus. It was noted after about 15-20 minutes that the pressor infusions were not going into patient's cvc because the manifold had come unscrewed from the port. This was quickly cleaned and reattached and patient's blood pressure recovered. End of manifold that screws on to port of infusion catheter sometimes becomes loose and can come apart. There have been a few instances of this happening with this device on the unit. There was no patient harm/adverse event.

Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. Without the return of the samples used a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.